Event description:
Home patient reorts 2 incidents of incomplete prime of the patient line of the homechoice set. Hp reported on the day of the event that home patient noted alternating air bubbles and solution in the patient line. The hp attempted to reprime multiple times without success. At this time, the hp contacted baxter's technical service center for assistance. Technician assisted the hp in ending therapy. The hp reported hp resumed therapy with a new setup and therapy was completed. The second incident occurred two days later. However, the hp was able to prime the line after multiple primings. Due to the multiple primings, the hp received a "check lines and bags" alarm in fill 5/5. This alarm occurred as a result of insufficient solution to complete therapy. The hp reportedly concluded the last fill cycle with 1200cc, rather than the 2000cc as prescribed. No patient injury or medical intervention reported per hp.